Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited a capture anomaly. The device was reprogrammed the pacing vector and increase the output. The physician is to review the patient at routine followup. The patient's condition was good. The device remained implanted. No additional information was available.

Event description:
New information states that the left ventricular lead continues to exhibited capture anomaly. No intervention, the patient would be monitored with routine follow ups. The patient's condition was good.

Event description:
New information states that the capture anomaly still exist. No intervention had been reported. The patient condition is good.